Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated troponin (accu tni) result of 0.58ng/ml generated by the access 2 immunoassay system. Subsequent testing produced a result of 0.04ng/ml within the normal reference range. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Qc has been within the customer's established range. A field service engineer (fse) was on-site and performed a system check which passed and a precision test and noted no hardware issues. A clear root cause for this event has not been determined to date.